Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and chronic totally occluded lesion in the superficial femoral artery. Resistance with the anatomy was felt when advancing the 014 ht winn guide wire, force was applied to try and get it through; however, the tip separated. A snare was used to successfully remove the separated tip. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspections were performed on the returned guide wire. The reported separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement through the heavily calcified and chronic totally occluded anatomy, the guide wire encountered resistance resulting in the failure to advance. It is likely that manipulation of the guide wire against resistance caused the tip to kink and separate. The fracture face at the separation appeared jagged and bent as if kinked prior to separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.